Event description:
A patient reported they were having a problem with their spinal cord stimulator device. It was not turning on and syncing. They tried to charge the day prior to report and they saw 4 or 5 dots and then it would shut off like it was done charging. When they turned it back on to see if it was fully charged, it would start charging again. They did report that it seemed it was turned on because then they turned certain way and reached with their arm, they could feel a little bit of the electric shock. The patient declined a transfer to the patient services, stating they had a doctor's appointment the following day. The indication for implant was spinal pain.

Event description:
Additional information was received from a healthcare professional. It was reported that a manufacturer representative fixed the problem. The cause of the problem was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.